Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was unknown at the time of the incident. Customer stated that, he is trying to view his settings and cant see them too well anymore. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.